Event description:
During testing at the manufacturing facility it was reported that the o-ring was loose. There was no patient involvement, adverse consequences, medical intervention or procedural delays.

Event description:
During testing at the manufacturing facility it was reported that the o-ring was loose. There was no patient involvement, adverse consequences, medical intervention or procedural delays.